Manufacturer narrative:
All of the buttons are functioning properly however, moisture damage was found on the keypad traces. The insulin pump was received with cracked reservoir tube lip, minor scratched display window, cracked case at the display window corner, cracked belt clip slot and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer had numbers ramping or the scroll bar moving up or down with no input from the user. Customer's blood glucose was 148 mg/dl. Customer was advised that the pump will need to be replaced. Customer was asked verbally and in written form to return the pump for analysis.